Manufacturer narrative:
E.1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports catheter stuck to the packaging. "They are stuck to the packaging and when the patient pulls them apart, the packaging has small pieces stuck to the catheter." No additional information was provided. No photo available.